Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, approximately 4 years and 8 months post-implant, a pump stoppage occurred while the lvad system was supported by the power module. The patient went to the hospital for additional assessment. When the power supply to the lvad system was connected to the power module, a pump stoppage occurred. No similar events occurred when the lvad system was supported by battery power. The patient was asymptomatic during the pump stoppage events. An x-ray image revealed a kink in the percutaneous lead. The patient was provided with a non-grounded power module patient cable for use with the power module, was discharged home to await a heart transplant. No additional information was provided.

Manufacturer narrative:
Device evaluation: the pump was returned with the percutaneous lead (lead) cut approximately 0.5 inches from the pump housing and the remainder of the lead was not returned. Electrical continuity testing of the returned portion of the lead revealed that all wires were electrically intact. The outer silicone sleeve and clear bionate layers showed no areas of damage and the metal braided shield appeared unremarkable. Microscopic inspection of the underlying wires did not reveal any areas of compromised wire insulation or damage to the inner conductors. The returned portion of the lead was suspended in a saline bath for high potential testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Although percutaneous lead wire compromise was suspected, less than one inch of the lead was returned for analysis and a potential wire compromise on the distal portion of the lead could not be determined. The reported interruption in pump function could not be confirmed as no log files from the time of the reported event were submitted. The log file retrieved from the returned system controller contained approximately 2 days of data from 07/17/2017 to 07/19/2017 and did not capture any low speed or pump stoppage events prior to the pump exchange. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. No device-related issues were discovered during the evaluation of the returned pump and the cause of the reported interruption in pump function could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient underwent a pump exchange due to driveline wire fatigue on (B)(6)2017.